Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a message was received stating that the endoscope was not supported. No information was provided when it occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s final investigation. In addition, please refer to section b5 for customer follow up response. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was not confirmed, and a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer. The following information was conveyed - " it was working at the beginning of the operation and after a while the message ¿endoscope not supported¿ appeared without an image".